Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no battery icon anomaly, black circle on screen anomaly, no missing segments, blank display or display anomaly noted. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus anomaly or memory anomaly noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery self test and a21 error test. The insulin pump has cracked case at display window corners, reservoir tube lip and minor scratched display window.

Event description:
Customer reported part of her screen was missing on her insulin pump. She also stated there was a black circle on her insulin pump. There was no alarms found in the alarm history. Troubleshooting enabled the customer to regain her home screen. It was found that there was a bolus missing from the bolus history. Customer's blood glucose was 98 mg/dl. No additional info provided.